Event description:
It was reported, the video system center had the error b40. The issue occurred during an unknown procedure, which was delayed by less than 30 minutes and completed using the same device there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.